Manufacturer narrative:
The following fields were updated due to additional information: there were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k981013. Investigation summary bd received 2 photos for investigation. The photos were reviewed but do not display the reported defect. Functional tests for stopper function defects were conducted using 29 retained samples. Out of these, 19 samples resulted in stopper creepout or stopper pop off during testing. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: stopper function. Bd has initiated further root cause investigation relating to the issue of stopper function through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® serum blood collection tubes, the stopper of an unspecified number of tubes loosened during transport resulting in sample leakage. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® serum blood collection tubes, the stopper of an unspecified number of tubes loosened during transport resulting in sample leakage. No adverse impact was reported regarding the patient or user.